Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a placement difficulty encountered during an implant procedure as the helix of the lead could not be opened. A new lead was opened and used successfully. No patient complications have been reported as a result of this event.